Manufacturer narrative:
Updated fields: b4, g7, h2, h10, h11. Corrected fields: b3 (date of event ), g4 (the mfg aware date was incorrectly reported in the initial MDR; the correct date is 07/01/2019).

Event description:
It was reported that during preventative maintenance (pm), performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the solenoid driver board checks. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The field service engineer(fse) performing preventative maintenance (pm) replaced the solenoid driver board and safety disk at the 2 year interval. The fse performed full pm , safety, calibration, and functionality checks to meet and pass to factory specifications. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during preventative maintenance (pm), performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the solenoid driver board checks. There was no patient involvement, and there was no adverse event reported.